Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver broke off during a product demonstration outside of a surgical setting. There were no patient or surgical impacts.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have twisted until failure (fracture) in a manner consistent with set screw removal. It is possible that the torque limiting handle was not used during the demonstration, which allowed the set screw to be over-tightened, and then the driver broke while trying to disassemble the demonstration construct. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.